Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver an unknown type of morphine [12 mg/ml] at 4.996 mg/day, indicated for non-malignant pain, failed back surgery syndrome, and spinal pain. It was reported that a motor stall was seen at initial interrogation. The patient had not recently had a magnetic resonance imaging (MRI). It was confirmed that there were no sources of electromagnetic (emi) or magnets present. It was reported that the pump status and/or event logs indicated multiple motor stalls and recoveries occurred. No patient symptoms were reported. The event date was noted as (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Analysis of the pump on (B)(4) 2018 revealed a motor feedthru anomaly regarding shorting across the insulator. Analysis also revealed corrosion and/or wear and/or lubrication; stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative 2018-apr-26. The pump was replaced on (B)(6) 2018, and was returned to the manufacturer for analysis on 2018-may-01.

Manufacturer narrative:
Update to reflect adverse event and product problem. The type of report was updated from previously being a reportable malfunction to now a reportable serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was clarified that a medical doctor (md) initially reported the event to the company representative. The physician requested that the company representative meet with the patient to interrogate the pump and assess potential alarm. The motor stalls had not been resolved. The pump was scheduled to be replaced on (B)(4) 2018. It was indicated that the patient¿s weight was not available by the healthcare provider¿s office due to confidentiality. The pump was planned to be returned to the manufacturer for analysis.